Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, leaking issue was noticed. It was reported that the patient noticed the tubing that was connected to the cassette was leaking and was able to identify that she accidentally tugged on the tubing when getting out of the shower, and the event occurred shortly before she noticed the leaking. No patient injury reported.